Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2008. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counters (sic) and impedance variation as well as impedance alerts for low pacing impedance. The alerts had been occurring 4 times a day for the past 2 years. The lead remains in use. No patient complications have been reported as a result of this event.